Event description:
Boston scientific received information that this left ventricular lead had dislodged. A revision procedure was performed; it was noted that the left ventricular lead was very near the pocket. The patient had felt itchy and had scratched the pocket. The lead was removed and successfully replaced with normal measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
The explanted lead was not returned to boston scientific; therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.